Event description:
It was reported that the patient with this pacemaker experienced palpitations and lipothymia. After device interrogation, it was found that the device had reverted to safety mode due to premature battery depletion (pbd). In addition, the patient was reported to have experienced discomfort, pain, anxiety, fainting, and weakness. Furthermore, oversensing related to the unipolar configuration of the device was reported, which subsequently led to pacing inhibition. The device was later explanted and successfully replaced. No additional adverse patient effects were reported. This device is expected to be returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.